Event description:
Caller alleged imprecision with inratio meter. Results as follows: first test inr = 4.6, second test inr=3.4.

Manufacturer narrative:
Inratio precision data provided by end-user lot 070308: first test inr = 4.6, second test inr = 3.4. Mean = 4.0; sd = 0.8; %cv = 9.2%. The %cv is less than or equal to 21%. Per internal procedure, the precision failed the criteria for precision. Products will be tested.